Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via company representative (rep) on a patient with an infusion plant implant with an unknown medication for pain. It was reported that the patient was feeling pain at the pump site. The patient also reported that the pump would send shocking sensations down her legs when she sneezed. No environmental factors have contributed to this issue. No troubleshooting was done. The pump was replaced, the pocket was revised, and the pump was repositioned in the pocket so the pump sat differently inside of the pocket. The issue was resolved at the time of report. The patient's medical history was asked, but unknown. The patient's status was alive-no injury at time of report.